Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. Pms. It was reported that in 2006 the 2.25x18mm pixel (lot # 5062031) stent was implanted in the distal cx, and the other 2.25x18mm pixel (lot # 5121531) was implanted in the proximal cx. Two months later, another company's stent implanted was 90-90% stenosed, the pixel also in the proximal cx was 75% stenosed and the pixel in the distal cx was 90% stenosed. The restenosis was treated with a dilatation balloon and blood flow improved, leaving less than a 25% stenosis. No additional event or pt info is available.

Manufacturer narrative:
The second multi-link rx pixel coronary stent system indicated being filed under the same MFR number. Results and conclusions summation - product performance engineering reviewed the incident info. Restenosis is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem, although a conclusive root cause cannot be determined.